Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that while using a g137, cavitron jet plus, they allege that they had no water and handpiece is hot, no injury resulted.

Manufacturer narrative:
All damaged and faulty parts have been replaced, due to hp getting hot and no water flow. Parts replaced are air hose, batteries, solenoid, duckbill filters, base pad, tubing, nozzle grip, bracket board, air manifold and hpc. Unit have been calibrated to meet factory's specs. No other faults found.